Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead exhibited elevated threshold post implant. The lead was repositioned on (B)(6) 2010, but again exhibited elevated threshold. An emergency operation was conducted due to pacing failure; the lead was found to be securely positioned. Several attempts were made to reposition the lead, however as the impedance measured less than 200 ohms after repositioning, the lead was explanted and replaced.